Manufacturer narrative:
(B)(4). The t20 tip was broken at the start of the t20 feature. The broken part was not returned for analysis. The t20 tip twisted in the setscrew tightening direction (corresponding to the implant connection locking). The twist and the breakage of the t20 screwdriver are consistent with overloading applied to the driver during the setscrew tightening. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a fusion procedure from t9-l4 using posterior fixation. When the surgeon went to use the screwdriver, the tip of the driver broke off in the screw head in the patient. The tip of the driver could not be removed, and remains in the patient. No patient complications were reported.